Manufacturer narrative:
The complainant states the use of eyefill as a viscoelastic and the use of company cartridge, which are not qualified for use with the associated intra ocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis, however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified cartridge and a non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, haptic fell off in the eye. Iol was removed from the eye, another iol was used but it was inserted with the same cartridge as the first one. In the other iol haptic also fell off. The third iol was implanted with another cartridge and it was implanted successfully. There was no patient impact.